Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the display lens was broken, the upper case was broken, the lower case was broken, one side bail cover was broken, the battery contacts were compressed, the battery drawer was broken, the heart lead flex was contaminated, and the device failed the battery removal test due to the main printed circuit board (pcb) being out of electrical specification. (B)(4).

Event description:
The device was returned to the manufacturer for repair of related damage after it was dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that the pcb failed battery removal amplitude testing due to a capacitor component failure.